Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the harmonic ace instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. A review of the site's complaint history identified no other complaints related to the instrument or this event. In addition, the batch sequence number of the product's lot number was not provided. Therefore, an instrument log review of the product related to the complaint cannot be performed at this time. No image or video clip for the reported event was submitted to isi for review. This event is being reported because pieces of the teflon pad of the harmonic ace instrument broke and fell inside the patient. The fragments were retrieved, and no additional surgical intervention was required. However, unintended fragments falling into the patient may require surgical intervention. At this time, it is unknown what caused the breakage to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted thyroidectomy surgical procedure, the harmonic ace was in use for 30 minutes and a fragment from the teflon pad was found to be missing. The customer stated that the white fragments fell inside the patient when activating the energy. A similar backup da vinci instrument was used to continue. The procedure was completed with no report of patient harm, adverse outcome, or injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no damage observed. The instrument was in use for about 30 minutes and broke while it was being used for dissecting tissue. All the fragments were retrieved during the same procedure and confirmed with visual inspection. The surgeon believed the white part of the tip melted when energy was activated. No additional surgical procedure was required to remove the fragment. The surgeon did not notice any issues with the functionality of the instrument. The instrument did not collide with any hard materials or other instruments. The instrument was not removed during the procedure (prior to the breakage). Upon final removal of the instrument, the wrist was straightened, and the surgical staff did not feel any resistance upon removal of the instrument through the cannula. There was no damage to the black cable and no arcing was observed. No post-operative tests like an x-ray or ultrasound were performed to check for remaining fragments. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object. There were no photographic images of the device(s) or a video recording of the procedure available for isi review. Information regarding patient demographics, relevant testing, and medical history were requested; however, the reporter was not able to provide that information.

Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an adverse event and product problem rather than just a product problem, as previously reported. Corrected information can be found the following field: b1, b2, and h1. B1 updated from "product problem" to "adverse event and product problem". B2 updated to "required intervention". H1 updated from "malfunction" to "serious injury".

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
D11-intuitive surgical, inc. (Isi) received the harmonic ace instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated and confirmed the customer reported complaint "found missing plastic fragment from teflon pad." Failure analysis found the primary finding of teflon pad damage to be related to the customer reported complaint. Visual inspection was conducted and found teflon pad damage. A piece measuring approximately 0.018" x 0.030" was found broken off and was not returned. The root cause of this failure is attributed to mishandling/misuse. A review of the instrument log for the harmonic ace instrument (part # 480275-08/serial# (B)(6)) associated with this event has been performed. Per logs, the instrument was last used on 16-jul-2021 on system (B)(6). This is a single- use instrument. In addition, a review of the site's complaint history identified no other complaints related to the instrument and or this event. No image or video clip for the reported event was submitted to isi for review. Additional information can be found in the following fields: d9, g3, g6, h2, h3, h6, and h10. Corrected information can be found in the following fields: d4 (the lot number and batch sequence were added), d4 (unique identifier) and h4 (device manufacture date) failure analysis information can be found in the following fields: h6 and h10.

Event description:
Refer to h10/h11 for follow-up information.